Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified curved openings, and flat creases. A leak test was performed and three openings were found. A microscopic analysis identified two striated curved openings on the posterior and anterior sides assessed as surgical damage and a sharp curved opening on the patch bond edge assessed as an unidentified(tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification). Fill inspection was performed and identified the no blockage was in the valve.

Event description:
Device has been explanted.